Manufacturer narrative:
B3: Event date is approximate. Year confirmed as valid. Section D information references the main component of the system. Other relevant device(s) are: Product Id: 97755, Serial #: (b)(6), UDI#: (b)(4); Product Type RECHARGER. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they are having problems with charging the controller and charging the implanted neurostimulator(INS). Patient said it keeps saying it can't find the device. Patient also said the paddle cord gets hot and the controller goes dead before patient could charge the INS and they have to charge the controller again in order to continue the charge. Patient had to charge the controller twice to get one INS charge out of it. It was taking 3 times as long. The issue started a couple months ago. Patient tried calling the manufacturer representative (rep) and left a message before Memorial Day. Patient also called a Medtronic number and left a message twice, at least a month ago if not longer. On the call patient also reported the battery pack was falling apart. A request was sent to the repair department to replace the recharger and battery pack. Patient called back and stated that they received the battery pack(Bp) and recharger, but the battery pack was too wide and too big. Upon further checking and inspecting, old battery pack parts were stuck inside the controller, and battery pack was split in half. Patient was able to insert the replacement battery pack. Patient will recharge the controller.